Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be injected when attempted to inject after the catheter insertion. According to the inquiry sheet attached, the pretest was not done and there was no problem observed during inflation of the catheter. The inflation funnel did not swell and there was no abnormality observed with the shaft. Usually the balloon could be inflated within seconds, but since the plunger could not be pushed, the balloon could not be deflated. Per follow up information received via ibc on (B)(6) 2023, it was reported that water was unable to inject into the catheter. The plunger issue was not reported.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way latex catheter foley. Visual inspection of the sample noted no visible nonconformities and also noted residue in the drainage eye possibly from being used. The foley catheter balloon was inflated with 35 ml of d.I water with no issues. With the syringe attached the catheter balloon deflated passively as intended. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water could not be injected when attempted to inject after the catheter insertion. According to the inquiry sheet attached, the pretest was not done and there was no problem observed during inflation of the catheter. The inflation funnel did not swell and there was no abnormality observed with the shaft. Usually the balloon could be inflated within seconds, but since the plunger could not be pushed, the balloon could not be deflated. Per follow up information received via ibc on 19jun2023, it was reported that water was unable to inject into the catheter. The plunger issue was not reported.